Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician in (B)(6) of peritonitis in a patient coincident with an unknown pd drug for renal failure attributed to chronic glomerulonephritis. Action taked with pd therapy was not reported. On (B)(6) 2000, the patient was admitted to the hospital for treatment of peritonitis. The patient was treated with cefapime dihydrochloride and sodium heparin for the symptoms. The patient received vancomycin hydrochloride for the treatment of the peritonitis. The cause of the peritonitis was not reported. The resolution date of the peritonitis was (B)(6) 2000.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.